Manufacturer narrative:
Section b3: date of event is estimated. A review of documentation supplied with the implant states that the implant must be charged every 30 to 90 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.

Event description:
It was reported that the last time patient recharged the ipg was sometime in 2015. As such, the ipg became inoperable and was unable to communicate with external devices. Surgical intervention was undertaken wherein the ipg was explanted and replaced. Therapy restored.